Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a circular metal piece was laying inside of patient. The piece was retrieved by a grasper. The procedure was completed with another like device. There was no patient consequence.